Event description:
The hcp reported, the pt's intrathecal pump was explanted due to a "malfunction" and the catheter was explanted as it was found to be disconnected and kinked. The catheter had previously been leaking. About a week prior to the explantation surgery, the hcp reported the pt started experiencing nausea, vomiting, agitation, and abdominal pain. The pt was given oral medications prior to the surgery to help with their symptoms, but the pt did not tolerate the oral medication. The hcp reported, the pt tolerated the explant surgery well and was discharged soon after surgery without incidence. The final pt outcome is unknown, as the pt was lost to follow-up. Refer to MFR's report #: 2182207200701697. Please see the attached medwatch from the user facility.